Event description:
The pump was rec'd in the hospital bio-med department with a note on it stating "pump was unplugged to transport pt, pump went dead - all 3 channels opened. Channel a did not clamp off - free flow." No add'l details are available. No pt injury or medical intervention reported. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved.